Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 12/7/2020. The device evaluation was completed on 12/18/2020. It was reported that a patient underwent cardiac ablation procedure for atrial fibrillation with a carto vizigo¿ 8.5f bi-directional guiding sheath - small where a hemostatic valve separation issue occurred. The carto vizigo¿ 8.5f bi-directional guiding sheath - small was leaking from the hemostatic valve. The sheath was being used on the patient. No air entered the body. The hemodynamics was not affected and no intervention was required. The valve was not separated. The sheath was replaced with another vizigo sheath and the issue resolved. The case continued. There was no report of patient consequence. The device was visually inspected and the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and leaking since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. Always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. It appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provides additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. During an internal review on 12/28/2020, a correction was noted to the "d4. Unique identifier (UDI)" field as it was originally processed as (B)(4). The correct information is (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure for atrial fibrillation with a carto vizigo¿ 8.5f bi-directional guiding sheath, small, where a hemostatic valve separation issue occurred. The carto vizigo¿ 8.5f bi-directional guiding sheath, small, was leaking from the hemostatic valve. The sheath was being used on the patient. No air entered the body. The hemodynamics was not affected and no intervention was required. The valve was not separated. The sheath was replaced with another vizigo sheath and the issue resolved. The case continued. There was no report of patient consequence. The event was assessed as a MDR reportable hemostatic valve separation issue.